Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that her onetouch ultralink meter read inaccurately erratic. The patient reported obtaining blood glucose readings of "50 and 400 mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. The patient denied developing symptoms; however, stated she called emergency services because she was concerned about the "400 mg/dl" result she had obtained. The patient stated when ems arrived they tested her blood glucose with their meter and obtained a reading of "240 mg/dl".the reporter confirmed she did not receive any medical treatment and all ems did was check her blood glucose. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.